Event description:
Approximately ten months post hvad implantation, it was reported that the patient experienced an alarm. The patient was using two batteries when the controller alarmed; when the alarm continued the patient connected an ac adapter and a battery. It was reported that after changing the power sources the alarm did not stop, so the patient performed a controller exchange. A preliminary review of the controller log files revealed a vad stopped/vad disconnect on the date of the reported event, followed by a controller power-up event. The original controller was removed from the patient and exchanged. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. A site reported that the patient performed an elective controller exchange as the patient was unable to disable an alarm while connected to multiple power sources. The patient experienced a pump stop however no harm or injury was reported as a result of the event. The controller was returned to the manufacturer. Evaluation did not reveal functional defects in the controller failing to confirm the reported event. A root cause for the reported event could not be conclusively determined a possible root cause for the reported event could be attributed to the batteries used by the patient at the time of event. Additionally, heartware has implemented controls in order to mitigate the risks associated with this type of reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.